Event description:
Customer reported unexpected negative antibody screen results on a patient sample. The patient has a history of anti-s; the echo result was negative.

Manufacturer narrative:
Reactivity of the s antigen was confirmed on retention capture-r ready screen (3), lot r039, used by the customer at the time of the event. The customer did not return sample for investigation testing. A camera adjustment was performed on the customer's instrument.